Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
This report is for the patient's second revision on (B)(6) 2018. Procedure: index surgery outside cors scope. Patient underwent revision for failed tha and presence of metallosis on (B)(6) 2017. Patient sustained a fall following surgery and dislocated. Patient returned to the or on (B)(6) 2018 for revision tha due to failed tha secondary to chronic dislocation, treated with constrained liner.